Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error or excessive no delivery alarm noted and the motor passed motor test. However, the insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was 333 mg/dl. The customer stated that when she started to fill and prime, the insulin pump alarmed motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to disconnect from the pump. The customer was also advised to retrieve and save the pump's settings. The customer was advised to rewind the pump, reinsert the reservoir and run manual prime to at least 5.0u. Customer was advised to revert to a backup plan per health care provider's instructions.